Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during a device upgrade procedure, an insulation abrasion was noted on the patient¿s right atrial lead. No electrical anomalies were observed. The lead was explanted and replaced. The patient was stable.